Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker did not automatically revert out of storage mode as expected when the leads were attached. Boston scientific technical services (ts) noted that this feature only works when right ventricular (rv) lead impedance measurements are within range (200 to 2000 ohms). The rv lead impedance measurements detected in this device system were > 2000 ohms. The patient is pacemaker dependent. No surgical intervention was performed and the patient will be monitored.

Event description:
New information received indicates that the impedances returned to normal values the following day.